Manufacturer narrative:
The insulin pump down arrow button did not respond due to lcd keypad connector unlocked. No backlight display due to down arrow button anomaly. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 154 mg/dl. Nothing further reported.